Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a coronary artery bypass graft, patient called and said wound opened and there was a "piece of fishing line" coming out of his leg.